Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the back wings broke off the transmitter as he removed it from the sensor pod. Patient also claims that the transmitter looked melted. Patient reports that there was no exposure to excessive heat. At the time of contact with dexcom technical support, patient did not report any medical intervention or injuries. Dexcom has issued an rga for patient to return the device to be investigated.